Event description:
It was reported the patient presented to the health care facility for a routine follow-up. Upon interrogation, the left ventricular lead exhibited intermittent capture. Reprogramming caused the patient to experience phrenic nerve stimulation. Further reprogramming resolved the issue and the patient¿s condition was good at the end of the follow-up.

Manufacturer narrative:
(B)(4).